Manufacturer narrative:
This product is manufactured in (B)(6) and is not marketed in the u.s. (B)(4). Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens in the patient's left (os) eye on (B)(6) 2015 and the lens was explanted on (B)(6) 2015 due to psicologic problems. See MFR report# 2023826-2015-00988 for the other eye.